Manufacturer narrative:
Five possible products: model numbers; 100510851, 100510852, 100510853, 100510856 and 100510858. Batch: 119382. PMA/510k: k122734; reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the us. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed to the market. There are no units in stock in b. Braun surgical's warehouse. As no more information received regarding the possible mix-up a proper analysis cannot be performed. Several other batches of other pegasus codes were manufactured the same day. Nevertheless, reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with polymend suture (veterinary use only product). The client reported that the needle and thread are not the correct product according to the box label. Polymend mt, synthetic coated braided absorbable sutures 119382. No further information has been received.